Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One 0.018 in. Stainless steel guidewire was returned for evaluation. An initial visual observation showed three bends in the guidewire near its distal end. The core wire appeared to remain intact. A microscopic observation revealed two kinks in the guidewire near the distal tip. One of the coils at the proximal tip of the guidewire was observed to be disjointed but connected to the weld tip. While the exact cause of the damage observed in the returned guidewire is unknown, possible causes include damage during manufacturing, packaging, handling, or use. A lot history review (lhr) of reax1145 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the head nurse from the (B)(6) hospital placed the catheter on the patient on (B)(6) 2018, and it was found that the guide wire in 06689945 was curved during the placement. Then a new 0668945 was opened for the patient and then sent feedback to bard sales. On 11/12/2018: returned wire is kinked and has a disjoined coil.